Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced hyperglycemia while using an ilet pump with a newly replaced device, during which a usual dinner announcement delivered approximately 3 units instead of the 11 units historically delivered under a prior algorithm, leading to a blood glucose high of 318 mg/dl for about 2 to 3 hours. Symptoms included thirst without loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting over the phone, monitoring guidance, and consideration of an infusion set and site change for a 23" 6 mm inset. Investigation of this case revealed no device alarms for prolonged hyperglycemia and an unclear cause, with conservative dosing behavior noted after pump replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear.